Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7071110/5147850.

Event description:
It was reported that the patient was no longer receiving pain relief. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.